Event description:
It was reported that during the implant procedure of a new lead, high voltage circuit damage was observed on the device. A new device was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. The cause of the damaged output transistors could not be determined.